Event description:
A nurse reported that a pt had been anesthetized with local peribulbar anesthesia in preparation for cataract extraction, when the equipment displayed cassette failure, and it requested for the system to be reset. After this it did not recognize the cassette anymore. The system froze and failed priming. There was a delay of 40 minutes and the pt required add¿l anesthesia. The procedure was completed normally and no pt harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add¿l reportable info becomes available. (B)(4).